Event description:
Relizorb cartridge keeps breaking. The company keeps telling me that it is my fault but I am doing everything correctly. The devices are very expensive and the company will only replace once insurance approves them.